Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the patient arrived onto the unit to receive abvd chemotherapy. As the nurse was accessing the PICC line pre chemotherapy there was no venous return. The nurse removed the dressing to look at the PICC line to ensure no occlusion was visible. When then flushing the PICC line with sodium chloride, it was noted that the PICC line was fractured as the sodium chloride leaked out from a hole in the middle of the PICC line. It was stated the PICC was removed from the patient.